Event description:
A loss of lock reportedly occurred. In 2001 (exact date not given), the patient reportedly experienced sound percept problem; programming adjustments were made. In 2003, the patient reportedly was unable to hear while using the sound processor. The patient was seen for device evluation. Testing conducted confirmed that the device was no longer functioning.